Manufacturer narrative:
The pt has not returned the pump to animas for evaluation. Animas has conducted a review of the release paperwork for this pump and it was operating within specifications at the time of release.

Event description:
The pt reported the pump was unresponsive.